Event description:
It was reported that pump insulin gauge displayed an amount different than expected, with fill estimate remaining at 105 since cartridge loading and not changing despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined to reload cartridge for troubleshooting but confirmed performing air removal steps, received education that static fill estimate could occur due to pressure variations and would resume counting down once insulin remaining matched displayed value, acknowledged understanding, and was advised to call back if issue persisted while technical support later attempted follow-up but reached voicemail.